Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. The nurse inadvertently attached the open spray tip instead of the laparoscopic tip. When she went to remove it she could not. The barrel tighteners would not come undone, and they appeared stripped. A new unit was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, many. How many times have they applied the laparoscopic tip? Many. Was a sales representative present during the case when the issue was experienced? Yes. Was the product used on the patient? No. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No not apparent other than lure lock would not budge. Tip lots for b4ydf00101: 2631478 and 2623188 investigation summary: according to the nature of the incident, an investigation related to the tips (batch numbers 2631478 and 2623188) of the affected batch was requested. The investigation was focused on reviewing the results of the batch records for the batch of tips used, this includes the review of the entire manufacturing process and all the related tests performed. Conclusions indicates that all the components¿ parts, including the luer lock utilized for the involved batch met the established specifications and no issue or nonconformance were found which could be related to the mentioned notification. According to the results of the investigation there is no evidence observed in the manufacturing procedure of the related tips which may be related to the incident reported, it cannot be confirmed that the reported incident may be related to the quality of the components of the product. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2631478 mfg date: may 09, 2020 - may 15, 2020, exp date: may 10, 2023 batch 2623188 mfg date april 19, 2020 - april 25, 2020, exp date: april 20, 2023.